Event description:
During an unknown procedure the device did not work. When tring to reload device, two metal pieces on the side of the jaw where the blade is located was bent. Therefore the device could not be reloaded after the first firing. There was no pt consequence.